Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance out of range measurements. A new lead was successfully implanted. The lead will not be returned since it was disposed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).